Event description:
Info received indicates the brake casters will not hold when the brake pedal is set.

Manufacturer narrative:
The tech replaced the four casters to repair the bed. The bed was tested and is now working properly.